Event description:
It was reported that the lead exhibited oversensed noise which appeared to be due to clavicular crush. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.